Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular tachycardia (vt). As a result, four anti-tachycardia pacing (atp) attempts were delivered, successfully terminating the arrhythmia. Subsequently the patient re-entered vt, leading to the delivery of six shocks until therapy was exhausted, however the patient continued to have recurrent episodes of vt. Technical services (ts) was consulted and discuss that the patient appeared to be in a vt storm and recommended further clinical evaluation to determine the cause. Additionally, programming configurations were recommended. This device remains in service. No additional adverse patient effects were reported.